Event description:
It was reported to boston scientific corporation that a 3mm nitinol basket of unknown specific product name was used during a percutaneous nephrolithotomy procedure. According to the complainant, it was unknown if the basket detached inside or outside the patient so an x-ray was taken in an attempt to visualize the basket. Upon review of the radiograph and consultation with a radiologist, it was concluded no basket could be seen. The procedure was completed with another basket of unknown specific product name. There were no adverse effects or complications noted to the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. The complainant was unable to provide the suspect device universal product number and lot number; therefore, the device manufacturing site name can not be identified at this time.

Manufacturer narrative:
Analysis of the returned zero tip nitinol stone retrieval basket revealed that the condition of the returned unit was not consistent with the complaint incident that the device basket was detached. The basket and pull wire remained attached to the handle. The outer sheath was torn in several locations and was detached near the middle of the working length; the detached section of the outer sheath remained on the pull wire. The outer sheath was kinked and collapsed in several locations along the working length. The distal green section of the outer sheath was missing; due to the extensive damage found on the returned device, the working length could not be accurately measured. It was not possible to determine if the entire green distal section was detached or if the green outer coating was scraped off. The distal end of the outer sheath was frayed. The outer sheath was cut away from the pull wire, and basket was located. All of the basket wires were present and attached; however, one (1) of the basket wires was broken at the distal knot. The defects identified on the device were most likely due to procedural or anatomical aspects. The most probable root cause for this complaint is operational/physiological context. It should also be noted that a basket wire breaking but not detaching from the basket is not a medwatch reportable event.

Event description:
It was reported to boston scientific corporation that a 3mm nitinol basket of unknown specific product name was used during a percutaneous nephrolithotomy procedure. According to the complainant, it was unknown if the basket detached inside or outside the patient so an x-ray was taken in an attempt to visualize the basket. Upon review of the radiograph and consultation with a radiologist, it was concluded no basket could be seen. The procedure was completed with another basket of unknown specific product name. There were no adverse effects or complications noted to the patient.